Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported rupture cannot be determined. However, it may have been related to patient or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. The valve was deployed with 2 ml less than nominal volume and landed 80:20 aortic/ventricular position as intended after balloon aortic valvuloplasty (bav) was performed with a edwards 16mm balloon catheter. Right after the valve deployment, recovery of blood pressure (bp) was slow, but it improved to 100mmhg by performing cardiac massage. After a post dilation was performed with 2ml less than nominal volume, recovery of bp was slow again, and echocardiography revealed pericardial effusion. Although cardiac massage was started and drainage and protamine reverse were executed, bp gradually decreased. Therefore, an extracorporeal membrane oxygenation (ECMO) was introduced. Since bleeding point could not be revealed, thoracotomy was performed. Bleeding points were observed in the left ventricular outflow tract and sov. A surgical aortic valve replacement (savr) was performed after repairing the annulus. On savr procedure, the sapien 3 was explanted and 19mm inspiris valve was implanted.